Event description:
During lvad implant, there was a malfunction to the heartmate 3 controller prior to the pump being placed in the patient. Per the normal implant protocol, the controller was handed off to the sterile scrub and attached to the vad monitor without incident. The controller was placed on the sterile field attached to the patient monitor where it remained for 10-15 minutes without incident. Suddenly, the vad monitor and controller started to alarm that there was no connection to the data cable. The entire length of the monitor cable was inspected by the lvad rn without apparent deficit. The lvad rn then had the sterile operating room scrub inspect the controller and the connections on the sterile field. It was noted that the scrub tech was able to easily disconnect the data cable from the monitor, this is not supposed to happen once the collar has been tightened around the connection point. The scrub tech was then asked to attempt to remake the connection in case the lvad rn did not fully connect the cable the first time when the controller was handed off. This was a the scrub tech had to break sterile field to do this (the was another scrub tech at the table assisting with the implant). The lvad rn observed the connection and it appeared to be a good connection. The scrub tech pulled back slightly on the controller cable to check that the connection would remain secure and again, the cable was able to be easily removed from the controller. The lvad rn then requested that the current controller be brought off of the sterile field and another controller and monitor were brought to the operating room. The second controller/monitor worked without incident and the pt tolerated surgery well. The malfunctioning controller never interacted with the patient. The abbott rep was available the whole time during the case and recommended that this controller be sent back to the company for analysis. The monitor will be inspected by the lvad team and the biomed department. FDA safety report ID # (B)(4).